Manufacturer narrative:
A supplemental report will be submitted. Upon completion, of the investigation.

Event description:
The four-way at the half round milling machine loosened. The procedure was completed by using the next bigger size.

Manufacturer narrative:
An event regarding wear involving an acetabular reamer was reported. The event was confirmed. Method & results: device evaluation and results: the returned acetabular reamer handle showed signs of wear and had scratches and nicks throughout. Further visual inspection was performed by the vendor, (B)(4), which indicated that the cross bar on the reamer had fractured at all four welds where it is secured to the hemispherical portion of the reamer. The reamer showed significant signs of wear throughout the complaint sample in the form of scratches, nicks and gouges, specifically on the teeth. Several of the teeth were significantly dull and/or worn. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the reamer fractured due to wear and additional forces based on the supplier's analysis. The suppliers investigation concluded, "the reported event is attributed to dull teeth and wear as this reamer has likely exceeded its expected useful life. Worn reamers will become less effective over time and will require additional forces to ream correctly, causing additional stress on the welded edges of the cross bars. These additional forces can cause the observed breakage."

Event description:
The four-way at the half round milling machine loosened. The procedure was completed by using the next bigger size.